Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer needed assitance with settings on the replacement pump. Customer stated that she was hospitalized because the basal delivery wasn't correct. The current blood glucose reading is over 400 mg/dl. Customer did treat the high; however, she did not feel well. Nothing further reported.